Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7745800.

Event description:
It was reported that the patient had a fall, and as a result the patient's lead had fractured and the system diagnostics recorded high impedances. The patient was not experiencing effective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7745800.